Event description:
It was reported that during preparation for a port placement procedure, the package was allegedly found to be slightly opened. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one sealed powerport clearvue isp implantable port kit in its original packaging was received for evaluation. Visual evaluation was performed on the returned sample. The kit was inspected thoroughly. The top right corner of the tyvek label was noted to be partially peeled. Partial seal transfer was noted along the right border of the product tray. The top right corner of the outer product package was noted to be crushed. Components were not noted to move freely within the product tray and did not appear affected. The manufacturing site review states, visual inspection of the images showed a powerport clearvue isp implantable port kit for evaluation, it was observed that while lifting the lid of the outer tray revealed the transfer of the seal was partially inconsistent, the internal tray apparently did not present any damage, it was observed that one of the corners of the external tray was crushed. Therefore the investigation is confirmed for the reported tears, rips or hole in device packaging. The definitive root cause could not be determined based upon available information. It is unknown whether storage, transportation or handling factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, d4 (unique identifier (UDI) #), h4, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a port placement procedure, the package was allegedly found to be slightly opened. There was no patient contact.